Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, experienced visible change in both breasts, tenderness in both breast, and pain that progressively is getting worse. The patient suffered capsular contracture baker grade iii-IV post-operatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the right breast prosthesis.